Event description:
Caller changed pod last night before bed. She woke up with a high bg reading and when she checked her pod, the cannula had not triggered. At the time of the report, the user stated that it would be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device involved in the reported incident has not yet been received by the manufacturer by the date of this report. If the device is received, the evaluation will be completed and the report will be updated as appropriate in a follow-up submission. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.